Event description:
It was reported that the health care professional (hcp) called for review of an inappropriate stored ventricular event. Technical services reviewed and found there is transient oversensing of atrial intrinsic beats on the right ventricular (rv) lead. The event is non-sustained. Ts recommended to bring the patient in and measure amplitude and adjust the sensitivity. If sensitivity is adjusted it was recommended to repeat defibrillation threshold (dft) testing. At this time, the implantable cardioverter defibrillator (ICD) and the rv lead remains in service. No adverse patient effects were reported.